Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices. There was no report of patient harm or injury. The device was returned to a third-party service center for investigation. The device was evaluated, and the evaluation result stated that complaint was not confirmed, and no found evidence of foam degradation. The above finding software upgrade and technical findings of error #193. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.